Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient last had an appointments on (B)(6)-2013.

Event description:
It was initially reported that the patient never had therapeutic effect from their implantable neurostimulator (ins). The patient was still leaking 2 days after implantation of the device. The patient was on program 1 at 1.7 volts and felt stimulation (and ¿not uncomfortable¿). The patient turned up the stimulation up to 1.8 volts and stated it ¿was not bad.¿ the patient noted that last night they turned up the stimulation to 1.7 volts and stated ¿it was almost too high¿ and was a ¿little uncomfortable.¿ it was reported that they had not had no leaking last night but noted that they don¿t really have leaking at night. The patient stated they might be leaking a little less than before they got the ins device. Additional information received on (B)(6) 2013 reported they are not getting consistent therapeutic effect since implant of the ins (on the right side). It was noted that it would provide relief ¿here and there¿ but was not consistent. The patient was leaking more than before implant per their diary. The patient wet last night and was wet this morning. The patient had not ¿changed this morning¿ and had been to the bathroom a couple of times since then. The patient had stayed on program 1 since implant but had increased stimulation to 3.4 volts which was noted as ¿very uncomfortable¿ then decreased stim back down to 3.2 volts last night. It was noted that the patient had an appointment in 2 days with their healthcare professional (hcp). In addition, the patient stated that they got urinary tract infections (utis) and yeast infections easily so they tended to change their pads often. The patient was not happy with the device therapy since it was not doing anything for them. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cttn, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not feel like their device was working at all. The patient noted that their symptoms were worse after the implant surgery and they got scar tissue. The patient noted that their doctor fooled around with ¿it¿ several times and told the patient ¿now that your bladders fixed its urethra¿ but it was unclear what this meant. The patient noted that they had been free of urinary tract infections but they weren¿t sure if this was because of the device or from antibiotics. The patient had their stimulation on program 3 at 3.0 and could feel stimulation. They were going to see how that worked for them.